Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received and the reported lot number was confirmed from the device hub. During visual inspection, the catheter distal shaft was seen to be kinked. The catheter shaft was seen to be flat/crushed. The catheter hub was intact. During functional inspection, the device was flushed and a 0.0158 patency mandrel was advanced, severe friction was noted approximately 8 cm from the hub of the microcatheter. The microcatheter was cut in two places, and the mandrel was advanced again. A portion of the inner ptfe (polytetrafluoroethylene) coating was pushed out. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that no anomalies were noted to the device after removal from the packaging or prior to preparation the catheter was flushed to facilitate the coil insertion and a guidewire was successfully deployed using the subject microcatheter. The device was flushed and a 0.0158 patency mandrel was advanced, severe friction was noted approximately 8 cm from the hub. The catheter was cut in two places, and the mandrel was advanced again. A portion of the inner ptfe coating was pushed out. It is likely the ptfe inner layer was damaged when resistance was encountered during the procedure and analysis. The catheter shaft was found to be kinked and flattened but not the location where the resistance was felt during analysis. The friction most likely occurred due to some procedural factors during use. The as reported event of catheter shaft friction as well as the analyzed events of catheter shaft kinked/bent, catheter shaft friction, catheter shaft flat/crushed and catheter ptfe inner lining peeling will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The catheter (subject device) was returned for analysis and the device investigation revealed that the ptfe (polytetrafluoroethylene) inner lining was peeling from the microcatheter (subject device) . The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.